Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a disconnected lcd cable at a connector on led back light module board. The lcd cable was replaced to resolve the report. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.